Event description:
It was reported that a second artificial urinary sphincter(aus) cuff was opened because the first cuff could not be vented. A patient outcome of good was reported.

Manufacturer narrative:
Malfunction was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container (B)(4) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The allegation was not confirmed as the cuff performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that a second artificial urinary sphincter(aus) cuff was opened because the first cuff could not be vented. A patient outcome of good was reported.